Event description:
This case reported by the pt, concerns an insulin administration error due to a possible device malfunction. The pt has been an insulin dependant diabetic for approximately seven years and has used numerous pen like injection devices (bd pen and novo devices). The pt injects approx. 10u of humalog (insulin lispro) before their meals and uses 20u of humulin nph at night. The pt changes the needle approximately three times a day and primes the pen before use. The pt has noticed when using the humapen ergo (ms8335) that pt was unable to depress the knob to deliver the insulin. Pt reported that you could feel the pressure building up in the cartridge but only a drop of insulin would come out. The orange stopper would not move. When the pt noticed that the insulin was not delivered pt would use a 1ml syringe to administer the insulin. The pt returned this pen to their diabetes educator and was issued with a replacement humapen. The pt has experienced the same problem with the second pen. However, pt also feels that on occassions when pt felt like pt had injected their insulin, no insulin had actually come out of the needle. The pt stated that pt usually watches to see if the rubber stopper moves so pt is unsure how this may have occurred. This problem may occur part way through a cartridge and seems to have no relationship to the other problem of the pressurization. In 1998 the pt was getting high blood sugar readings when pt was monitoring at home. Pt also was really thirsty and felt that pt was not concentrating. The pt recognized these as symptoms as hyperglycemia and visited the accident and emergency dept of their closest hosp. Pt stayed overnight and was given an IV insulin infusion. The pt cannot recall what their blood glucose readings were on admission, but after two days in hosp their bsl were still 15. Since their hospitalization the pt has been using a 1ml syringe to deliver their insulin doses. The pt is returning the second pen for testing. F/up 02/26/99: added pt's dob, priming and neelde changing processes and also the lack of relationship between the two problems pt had experienced.